Event description:
It was reported that during a percutaneous coronary interventional procedure with rotational atherectomy, a vessel dissection and subsequent death occurred. The 90% stenosed lesion being treated was located in the mid left anterior descending artery (lad). The lesion was 8mm long and the vessel diameter was 2.25mm. The physician had previously attempted to cross a 2.25 x 12mm study stent approximately 50 days prior during the index procedure, however this was unsuccessful. Patient had 45% residual stenosis and timi 3 flow following that prior procedure. The patient came back in with the complaint of severe chest pain. Following advancement of the wire, 3 ablation runs were completed for 20-30 seconds each and speeds from 170000 rpms to 180000 rpms. Following the third ablation, a dissection was noted. The physician advanced a 2.5 x 15 maverick balloon, and inflated it 5 times to a maximum pressure of 16atms in treatment of the dissection. The patient became progressively hypotensive and required intravenous inotropic agents. A 2.25 x 16 mm taxus liberte atom rx stent was advanced but removed undeployed. Following additional balloon inflation, the 2.25 x 16mm taxus stent was deployed in the mid lad, as well as four 2.25 x 8mm taxus liberte atom rx stents. The patient remained hypotensive requiring intubation. The patient went into cardiac arrest. CPR was started, as well as multiple doses of epinephrine IV being given. The patient expired during the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.